Event description:
It was reported the patient experienced a pocket infection and erosion. The patient¿s system including the implantable cardioverter defibrillator and the leads were explanted and replaced with another system on the opposite side. The patient is now stable.